Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2093-542j-(B)(4): the fiber cap exhibits drilled through condition; there is some white unknown substance noted inside the distal end of fiber cap; the glass cap exhibits devitrification at the output area, and detritus adhesion around output area; the heat shrink tubing open end exhibits signs of slight melting, and partially erased blue arrow indicator; the fiber appears blackened near the heat shrink tubing open end. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, at 100w, fiber damaged at tip was noted with 108,080 joules and 19 minutes use, noted. The fiber was exchanged. At 67,160 joules and 10 minutes of use, "fiber damaged at tip" was noted with the second fiber. The fiber was exchanged and the procedure was completed at 256,650 joules of use with the third fiber. Both the first and second fiber tips (caps) were cleaned during the procedure. There was no patient injury reported. This report is for the second fiber used.